Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt said, since shortly after implant, pt's ins site had one side opened the doctor stapled it shut then the other side opened so on (B)(6) 2022 they went to the emergency room where they irrigated it and gave a rocephin shot and antibiotics. Pt said they saw a doctor on the 24th but pt kept having drainage, yellow pus, from the other side they could see the hardware, the doctor did a revision and irrigated it with antibiotics that pt was allergic to and the doctor can't sew a straight line their incision looks like a centipede. Pt said when they had the revision on (B)(6) 2023 the doctor used general anesthesia and the medical bill was 20 grand for a 20 minute procedure. Pt said they were sent to a wound doctor on (B)(6) 2023 and they have been seeing the wound doctor ever since. Pt said it got healed up but then it started to hurt so the doctor lanced it and puss and blood was everywhere so the doctor debrided it and they have been packing the wound every day since then. Pt said they have discussed removing it and will discuss removal tomorrow when they see the wound doctor. Pt said they also experienced stimulation sensation from their left hind end all they way down to their knee and the doctor said that was normal but that had never happened with their first stimulator. Pt said on saturday, (B)(6) 2023, they felt pulsing through their entire body so they turned stimulation off and when they did the pulsing went away immediately. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed that the doctor can send the ins back for analysis.